Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from a nurse regarding solution coming out of the dark blue connector of a transfer set when the clamp is closed. No additional disinfectant was used. There was patient involvement, but no injury or medical intervention was reported.